Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lot number was not provided. The cartridge is not an implantable device. Medical devices: zcb00 iol, serial (B)(4), dk7796 handpiece serial# unknown/not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 21.5 diopter intraocular lens (iol) was implanted using a 1mtec30 cartridge in the left eye (os) on (B)(6) 2017. Post-op day one, the patient was diagnosed with fibrin on rhexis edge, snowstorm, which improved through intense steroids. The patient also received topical antibiotics, and omidria. Also, the doctor stated that the patient may have toxic anterior segment syndrome (tass) in addition to significant endothelial folds-edema and fibrin. No additional information was provided. This report is for the cartridge. A separate report is being submitted for the zcb00 intraocular lens.